Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) obtaining discrepant results when performing antibiotic susceptibility testing for an escherichia coli isolate with the vitek® 2 ast-n190 test kit.. The customer no longer has the strain to submit for investigation. No mics were provided from the customer or partner lab, so we are unable to verify whether or not the results are in agreement or essential agreement from the submitted reports. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-n190 lot #5600660403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of obtaining discrepant results when performing antibiotic susceptibility testing for an escherichia coli isolate with the vitek® 2 ast-n190 test kit. Strain (B)(6): escherichia coli. The customer reported that vitek 2 obtained resistant results for: meropenem, ampicillin, amp/sulbactam. The strain tested susceptible by broth microdilution. The strains were sent on columbia plate agar (purity plate from vitek test) to a partner lab, who performed retesting on the merlin micronaut¿ system. The partner lab obtained susceptible results. There is no evidence of any patient harm or incorrect treatment given due to the discrepant result. The customer reported that they sent the first result to the physician with a comment "result will be confirmed from another lab". They reported the susceptible results obtained by the partner lab as a corrected report to the physician. The customer no longer has the strains available to submit for investigation. A biomérieux internal investigation will be initiated.